Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 4.2 had failed. A field service engineer (fse) remotely accessed the station and guided the customer through a system reboot and failed drawer recovery. The drawer was successfully recovered, and the customer confirmed access to all pockets. Repair verification confirmed normal functionality following recovery. The system functioned as intended after field service engineer assisted customer to resolve the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 4.2 had failed while the remote smart service (rss) status showed the station as online. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, the problem persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.